Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging high readings of 18 and 20 on the lfs meter. She contacted her md who advised her to increase her medication by an extra 350mg twice a day. She was taking metformin 500 mg 3x a day and actos 50 mg, which was not altered. She increased her medication per md request and started to experience symptoms. She was not feeling well and her hand became numb. She tested on her meter and received a 130mg/dl and assumed the meter read 13. She went to see her md who tested her blood glucose on the hospital device and received a 5 mmol/l. Patient did not test on her meter at that time. Md advised the patient to go back to her original dosage of medication and did not treat the patient. Test strips were in good condition and not expired. The control solution she had was expired. Ccr found out that the patient's meter was set to the incorrect unit of measurement and assisted the patient in setting the meter back to mmol/l. Patient did not realize that the meter was set to the incorrect unit of measurement and did not recently go into the meter settings. She does not recall the meter having any power issues. Ccr sent the patient a replacement meter and test strips. This case is being documented as a malfunction, since the unit of measurement appears to be a 'spontaneous occurrence' and is not caused by changing the battery, or the patient accidentally changing the settings.